Manufacturer narrative:
Sensor (B)(4) has been returned and investigated. Visual inspection has been performed and no issues were observed. Extracted data from returned sensor using approved software. Sensor found to be in state 5 (indicating normal termination). Removed the sensor plug and inspected the plug assembly, no issues were observed. Simvivo testing was performed and all results were within specification. No malfunction or product deficiency was identified.

Event description:
A customer reported the error message, "scan again in 10 minutes, " for 2 hours or more when scanning the adc freestyle libre sensor on day 6. As a result of not being able to monitor their blood glucose, the customer started shaking and subsequently had a seizure and lost consciousness. The customer had contact with a healthcare professional and was diagnosed with hyperglycemia and administered insulin (dose unknown) based on their hourly blood glucose levels. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported the error message, "scan again in 10 minutes, " for 2 hours or more when scanning the adc freestyle libre sensor on day 6. As a result of not being able to monitor their blood glucose, the customer started shaking and subsequently had a seizure and lost consciousness. The customer had contact with a healthcare professional and was diagnosed with hyperglycemia and administered insulin (dose unknown) based on their hourly blood glucose levels. There was no report of death or permanent injury associated with this event.